Event description:
It was reported that an ilet user experienced screen visibility issues on the hardware, during which the user treated with oral glucose such as juice or glucose tablets. Symptoms included signs consistent with hypoglycemia. Outcomes included temporary interruption of normal activities. Investigation included a review of complaint history, user interview, and device data review. Investigation of this case revealed no evidence of device malfunction and suggested use-related or environmental visibility limitations. It was concluded that the device functioned as designed and that the event was related to use conditions rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.